Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was deployed, a delivery catheter for contralateral leg component (pxc141000j/14875968) was advanced and placed into a position. The physician attempted to pull out a deployment line, but the contralateral leg component was not completely deployed (only 1-2cm of the proximal portion of the device was deployed). It was reported by the physician that strong resistance was not met nor was deployment line broken. The physician elected to advance a pta balloon catheter from the patient¿s left arm into the partially deployed contralateral leg component. The contralateral leg component got gradually deployed by ballooning, and the delivery catheter was removed without issue. As the contralateral leg component was not fully deployed yet, another ballooning was performed to deploy the device. The procedure was concluded without health problems to the patient.